Manufacturer narrative:
The reported event that the screw of the device was missing was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that a screw was found to be missing from the device while in the sterile processing department. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that a screw was found to be missing from the device while in the sterile processing department. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.